Event description:
It was reported that during a radio frequency ablation procedure, the catheter was allegedly resetting the treatment cycle on its own. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. A small bend was observed in the catheter. Therefore, the investigation is inconclusive for the reported unexpected reset as no objective evidence was provided for review and the investigation is confirmed for the identified material deformation (bend). A definitive root cause for the reported unexpected reset and identified material deformation (bend) could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio frequency ablation procedure, the catheter was allegedly resetting the treatment cycle on its own. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2025).